Event description:
Mother reported that her baby stopped breathing while on apnea monitor. The monitor did alarm but she stated that all the lights were on, then, they all went out. Heart rate light stayed on steadily. Rescue breathing was initiated-ER worked 45 min. To revive baby. Monitor alarmed all night & would not turn off so she put it on back porch. When equipment company arrived to retrieve monitor, it was gone.